Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was flashing black and white and was frozen. Customer reported that buttons were also not responding. Customer's blood glucose was 7 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display due to vertical cracked lcd controller also, unable to verify frozen screen and no button response complaint due to constant flashing white light on the display. No damage was found on the keypad assembly noted. No unlocked keypad connector during our visual inspection. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.